Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the replacement surgery has been postponed until june (it was originally scheduled for the end of april), with the date still to be confirmed. The rep will provide an update as soon as they have any news. Then they will send the ins for analysis. The rep will check the implant date with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Portugal medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient has an ins implanted since (B)(6) 2015. However, no eri or ors message appeared for the patient and it is still possible to turn on the stimulation. Though normally the 97714 reached eos at 9 years from implant/activation. When interrogating the neurostimulator it was seen that the implant date was correct, (B)(6) 2015. The current device date and time were incorrect (2001) and were updated using the clinician programmer. Also after updating the device time/date no eri/eos message appeared and it is still possible to turn on the stimulation. This neurostimulator went already 2x in overdischarge, once in 2018 and once in 2019. The patient did not use the stimulation for 1-2 years now and did not recharge the ins within these years it was not used. Additional information was received from the manufacturer representative (rep) reporting that they were unable to determine the date of the third overdischarge. The ins was charged after the first and second overdischarges. The patient only returned to the hospital in 2024 where the ins was again charged after an overdischarge. Impedance measurements were within normal range. The cause was not determined. The ins will be replaced, patient was on the waiting list for replacement surgery. The ins was still functioning if charged, even after more than 9 years of implant, however depletes in less than a day.

Manufacturer narrative:
D.6a: it was reported that the ins was implanted on (B)(6)2015; this is after the use before date for this ins which was (B)(6)2015. The current hcp was unable to verify the implant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The implant date in the patient's medical file is (B)(6) 2015, but the patient was not implanted by their current physician (who says they cannot corroborate this information, as the implant was carried out by another unit). It was reported that the ins was implanted on (B)(6) 2015; this is after the use before date for this ins which was (B)(6) 2015. The replacement surgery has not yet taken place (was set for (B)(6)). There is no scheduled date. We're waiting for the hospital to have a tender; the physician can't implant until that happens. The rep will share the replacement date when they are contacted by the physician and he is allowed to order scs material at the hospital, at the neurosurgery unit.

Event description:
Additional information was received. It was stated that the replacement surgery occurred on (B)(6) 2025. The surgery resolved the event. The ins is in possession of the manufacturer. The ins will be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that the surgery was actually performed on (B)(6) 2025.

Manufacturer narrative:
H3 device evaluation: analysis found a procedural non-conformance and that the ins recovered normally after 4 physician mode recharges and the overdischarge count was 3; no coupling and no recharge issues were observed. Analysis determined that the implantable neurostimulator (ins) battery is permanently damaged due to 3 overdischarges. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.